Event description:
Per the clinic, the patient experienced pain with and without stimulation, and the issue could not be resolved. The device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012; the patient was reimplanted with a new device during the same surgery. This report is filed (B)(4) 2012.